Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the battery charger 1, 2 and motor battery charger were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger 2 was returned to the manufacturer for evaluation. Physical damage was confirmed on the charger from electrical over-stress. Due to the damage, functional testing could not be performed. The suspect motor and battery charger 1 have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), battery chargers required replacement as channels on the chargers either had no output or higher than specifications. There was no patient present when this issue was identified. No additional information was provided.